Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on electronic assembly. The pump had cracked case near the display window corners, cracked reservoir tube lip and cracked battery tube threads. There was moisture damage found on the electronic assembly. They were unable to confirm the battery out limit due to the keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 210 mg/dl at the time of incident. The customer's mother stated that her daughter went swimming with the pump connected to her. She removed the battery and it alarmed battery out limit when she put the batteries back. She stated that the buttons did not work except for the b button. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.